Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient experienced abdominal paid during treatment. During follow-up w/the patient's pdrn, it was reported the pt was diagnosed w/inguinal hernia. The pdrn was not aware of the date of diagnosis or the cause of the hernia. The pt was not hospitalized, but is scheduled for an upcoming hernia repair. The pt was not hospitalized, but is scheduled for an upcoming hernia repair. The pt has not missed any of his pd treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.